Event description:
The customer reported that the sweep speed appears to change on its own, usually in ffr (fractional flow reserve) mode. According to the customer this has happened twice. The device was in clinical use at the time the reported issue was discovered and no adverse event involving a patient or user was reported by the customer.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
The customer reported that the sweep speed appears to change on it's own usually in ffr (fractional flow reserve) mode. According to the customer this has happened twice. It is unknown if the device was in use. No adverse event involving a patient or user was reported by the customer.